Event description:
It was reported that the customer experienced a no delivery alarm. The customer's reported blood glucose level was 376 mg/dl. While troubleshooting it was found that the reservoir was occluded. The customer was advised to treat high blood glucose level with an insulin pen. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).